Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent altitude alarms occurred while the customer was on a plane. Customer had elevated blood glucose (bg) levels reaching 310 mg/dl. Elevated bg levels were addressed with insulin pens and by resuming insulin therapy. Customer was ultimately able to clear the alarms. Customer reported that the pump would continue to be used for insulin therapy.